Event description:
It was reported that the "capsule broke during loading." Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned for eval. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the info provided, the root cause could not be determined.